Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6) 2024, ubd: 29-dec-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a wireless external neurostimulator (wens). It was reported that the trial patient spoke with the manufacturer on (B)(6) 2024 and stated they had excruciating pain in their lumbar region. The patient stated that the issue had occurred since the trial leads were removed on (B)(6) 2024. The patient stated they had a low grade fever of 100. They stated that they called the office and they were prescribed more antibiotics for the patient to consume. The patient stated that they had an appointment with their office on (B)(6) 2024 in regards to the issue. It was unknown if the issue was resolved. The cause was unknown. Follow-up was initiated with the manufacturer representative (rep) to clarify why the patient was prescribed antibiotics and what the cause of the patient¿s pain/fever after the trial leads were removed was, but the rep indicated it was unknown. It was unknown if further actions would be taken to address the pain/fever or if they were resolved. It was indicated that the information had been confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), product type screening device. Correction g4 previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.